Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred during a routine hemodialysis treatment. The alarm resolved when the waste line was disconnected. Upon re-initiating treatment an arterial pressure exceeded alarm occurred. Rinsebck was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm as directed in the user's guide. Facility staff attributed the waste bag pressure alarms to an obstructed drain line which had not been flushed by the operator as instructed. The arterial pressure alarms were attributed to clotting of the pt's access. The cycler alarmed appropriately in both instances. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff will provide additional training to the operator. Nxstage medical considers this report closed. No additional information will be provided.